Event description:
It was reported that the patient experienced pain. An echocardiogram was performed and it was discovered that the right ventricular (rv) lead perforated the heart wall. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.